Manufacturer narrative:
Initial inspection found the exposed portion of the soft cannula flattened and kinked. During investigation, the soft cannula was measured to be out of specifications, indicating that the soft cannula had also been stretched. The timing and cause of the damages to the soft cannula could not be determined. The damages did not prevent fluid from exiting the distal tip of the soft cannula and no signs of leakage were observed. The download data did not show any timeouts or drive stalls during the run that would indicate the device struggled to deliver insulin. No other damages or defects were observed that would result in the device failing to deliver insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose level rose to 333 mg/dl while wearing the pod longer than 48 hours on the infusion site (abdomen). Ketones were checked and no traces were found. As treatment, the pod was removed, a new pod was applied, and after an hour, a correction bolus of 0.65 units of insulin was administered. The patient's blood glucose history is as follows: time bg (mg/dl): 02feb2021, 9:35am 195, 12:26pm 77, 8:45pm 333, 9:45pm 275, 03feb2021, 6:10am 170.